Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that drill was distorted. As repair, the instrument adapter was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the seeg drill adaptor was non-functional. The broken bit was stuck in the adapter and required some force to remove by the surgeon. There was no patient/user impact reported.